Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported lock up condition. Physio did observe some event codes that did not appear to be related to the reported lock up condition. After the event codes were cleared, proper device operation was observed through functional and performance testing. The device was then returned to the customer for service.

Event description:
The customer reported that their device displayed a solid white screen upon boot up. A solid white screen with this device is indicative of a device lockup. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.